Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: h6 (remove 3331 from investigation findings).

Event description:
N/a.

Event description:
It was reported that while relocating the device, the cardiosave intra-aortic balloon pumps (iabp) cable collection system did not collect the cable. There was no patient involvement.

Manufacturer narrative:
E1 event site name : (B)(6). E1 address: (B)(6). E1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "power cable collection mechanism" which was not working. A getinge field service engineer (fse) had evaluated the unit and while in the examination it was being found that the power of the device which was observed that the cable came out of the winding system. Than the fse had reassembled and corrected the device has been tested and works has been delivered to the user in some way. Total working time: 3481 hours. There was no involvement of the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.